Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited intermittent noise and oversensing. Numerous episodes with noise have been stored in the logbook. Subsequent information received indicated that the patient has a respiratory sensor. The noise was able to reproduced, but not consistently, with toggling the respiratory sensor on and off. The respiratory sensor was turned off. Further, it was indicated that one episode of noise resulted in pacing inhibition with asystole greater than 2 seconds. Additional information indicated that the patient is scheduled for a follow up in a month. The system remains in service. No adverse patient effects were reported.

Event description:
Subsequent information received indicated that the noise and oversensing was resolved after the rate response sensor was toggled on and off for three times. The rate sensor was left turned off. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the oversensing of noise represented itself over two years later. The oversensing led to pacing inhibition with asystole greater than two seconds. The noise was able to be reproduced with isometrics. A fracture was suspected, but not confirmed. Subsequently a revision procedure was performed where the right ventricular (rv) lead was surgically abandoned and the cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.